Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture

Event description:
Patient reported left side rupture confirmed via MRI. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture/silicone migration: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ calcification: not observed no additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture confirmed via MRI. The device has been explanted.